Manufacturer narrative:
Insulin pump received with cracked display window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported that the corner of the screen on the customer's pump was broken. The customer's blood glucose was 143 mg/dl at the time of this report. Patient was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.